Event description:
It was reported that a user experienced persistent hypoglycemia while using the ilet bionic pancreas, with cgm glucose at 56 mg/dl after consuming two 16 oz servings of orange juice, following a prior episode of severe hyperglycemia attributed to an infusion site failure that was not changed in a timely manner; the user subsequently received education on treating lows with rapidly absorbed carbohydrates such as glucose tablets, honey, or granulated sugar. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user and device data. Investigation of this case revealed no specific findings and insufficient information regarding a device component, and overall insufficient information regarding a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.